Manufacturer narrative:
Correction: the device was found to be intact, without any components disassembled. The MDR was filed in error.

Event description:
It was reported that during testing prior to a procedure the battery spring of the device was found to be broken. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing prior to a procedure the battery spring of the device was found to be broken. No patient involvement or procedural delays were reported with this event.